Manufacturer narrative:
D6b: updated the explant date.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 17-year-old female patient presenting in cardiomyopathy and myocarditis, in scai stage e shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a cardiac tamponade requiring drainage of 215mls. Th patient had a preexisting effusion per echocardiogram, and not hemodynamically compromising per the physician. The physician successfully drained the patient and did attribute the impella to the tamponade. It was also noted that there was a large variance between the aortic pressure (ao) and the systemic mean arterial pressure (map), which could have been caused by a difficult insertion and may have the sensor rubbing against the wall. The pump positioning was confirmed by echocardiogram. The post-procedure outcome is unknown. The impella functioned at p-7 at 3.7l/min with no issues. Cardiac injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Correction : section h8 was updated with correct information as it was inadvertently added incorrectly. Additional information : section b5 was updated.

Event description:
Additional information received that the patient did have a pericardial effusion prior to placement of impella 5.5. The team did not place blame on the device for the tamponade given it was found prior to placement.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.